Event description:
It was additionally reported that the procedure was completed using a second set and it happened when the surgeon was in the setup and therefore the was no impact to the patient. The reamer was identified to have been used multiple times in the past. It was reported that no further information is available.

Manufacturer narrative:
(b)(4).This follow-up report is being submitted to relay additional information.The following sections were updated:B4; B5; D1; D2; D4; D9; G1; G3; G4; G6; H1; H2; H4.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.